Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-34 (lot: 0012635058); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (lot: 0012824767); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a pre-implant balloon dilation of the annulus was performed. The valve was positioned using cusp overlap and released to 80%. In the three cusp view, the height of the position was controlled at 3-4mm and determined to be adequate, and the valve was well expanded. The valve was released. After the wire was released, the valve slipped into the left ventricular outflow tract (lvot), and strong aortic insufficiency was observed. A post-implant balloon dilation was performed but the aortic insufficiency persisted. Subsequently, a non-medtronic (sapien 3) transcatheter valve was implanted valve-in-valve in the native annulus area, after which no relevant aortic insufficiency was noted.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a pre-implant balloon dilation of the annulus was performed. The valve was positioned using cusp overlap and released to 80%. In the three cusp view, the height of the position was controlled at 3-4mm and determined to be adequate, and the valve was well expanded. The valve was released. After the wire was released, the valve slipped into the left ventricular outflow tract (lvot), and strong aortic insufficiency was observed. A post-implant balloon dilation was performed but the aortic insufficiency persisted. Subsequently, a non-medtronic (sapien 3) transcatheter valve was implanted valve-in-valve in the native annulus area, after which no relevant aortic insufficiency was noted. Additional information was received to report a non-medtronic (boston scientific safari) guidewire was used for the procedure. Severe paravalvular leak was noted prior to the balloon dilation. Per the physician, the guidewire did not contribute to the valve dislodgement.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.